Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer tried several troubleshooting steps, including using a different wall adapter, but the issue persisted. Technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping and instructed the customer to rely on an alternative method of insulin delivery if the pump battery depleted before receiving the new items.